Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fail water leak test from cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the loose coupler was due to a bad coupler. A definitive root cause could not be determined for the failed water leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a loose camera coupler. The procedure was completed with a similar device. There were no reports of patient harm.